Manufacturer narrative:
According to the available information, there was a torn balloon on a prostatic catheter. The review of the complaint history database, revealed one other trends for the lot number 8806361. This product was manufactured by our subonctractor, on 28th march we informed them about this issue. Checking the quality databases did not reveal any anomaly in relation to the described defect and a corrective and preventive action is ongoing (B)(4) "balloon bursting trending for folysil and silicone prostatic catheters." For the first complaint regisitered for this issue we received 4 samples : 2 used with blood and balloons burst and 2 sealed. After receiving the samples, a visual check and an inflation test according to op si121 were carried out. The first sample showed the presence of a balloon burst, which prevented inflation, and the other 2 samples showed no samples show no defects. 1 sample out of 3 confirmed defect balloon burst. 2 samples out of 3 no defect detected. However this issue of balloon burst was known and a CAPA tw470775 was opened and covered lot number 8290584. Furthermore a rmf identification was done based on (B)(4). Risk number identified (B)(4) for hazardous situation catheter balloon cannot be inflated and catheter balloon cannot stay inflated or burst.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was not able to be used due to a tear. The balloon tore when inflated between 20-40 ml. No other adverse patient effects were reported.